Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through a microintroducer was confirmed but the exact cause remains unknown. The product returned for evaluation was one microez microintroducer and one guidewire. The returned product sample was evaluated and deformation was observed near the proximal weld tip. The following observations were noted during the sample evaluation: usage residue was seen on the guidewire which indicated that the product had experienced at least some use. Misaligned coil(s) was observed at the proximal end of the wire. Inspection of the guidewire confirmed the wire to be fractured. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if an additional factor(s) also contributed. H3 other text : evaluation findings are herein.

Event description:
It was reported by the customer, "in order to prevent the extravasation of chemotherapy drugs, the patient was given chemotherapy for breast cancer chemotherapy, and the "port insertion" was performed under local anesthesia on (B)(6). After the surgical puncture was successfully sent into the guidewire, the end of the guidewire was blunt and could not pass through the vascular sheath, and the replacement of the vascular sheath still could not pass, so the obstruction of the end of the guidewire was cut during the operation, and the vascular sheath was successfully inserted to complete the operation." (B)(6) 2024 - the guidewire returned for evaluation was found fractured and exhibited misaligned coils at the proximal end of the wire.